Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 300-600 mg/dl. The customer resolved the issue prior to calling, however, a replacement pump was sent to the customer. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
B1 adverse event, b2 other serious, b5 event description, MDR codes removed: 2199 and 4582, MDR codes added: 2364 and 4614. B1 adverse event, b2 other serious, b5 event description, MDR codes removed: 2199 and 4582, MDR codes added: 2364 and 4614.

Event description:
It was reported the customer had intermittent occlusion alarms. The customer's blood glucose was 650 at the time of the event. The customer went to the emergency room where they were treated with IV fluids of saline and insulin. The customer was released the same day.